Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Performance data collected from the device was also received, analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient received multiple inappropriate shocks due to the right ventricular (rv) lead oversensing noise and it was added the noise observed seemed to be related to a fracture of the sensing portion of the lead. The rv lead was replaced. It was also noted that when the implantable cardioverter defibrillator (ICD) had been implanted approximately a year and a half prior, they physician had observed a loss of pacing and the physician mentioned the nature of the lead noise sensing with no impedance rise indicated a possible device issue. The ICD was explanted and replaced due to a suspected connector/device issue. No further patient complications have been reported as a result of this event.